Event description:
Subsequent to the initial medwatch report filed (B)(4) 2012, additional information was received which indicates that this event is a duplicate of incident (B)(4). As the medwatch report for incident (B)(4) has been filed, this event will remain reportable. Additional information received indicates that during the index procedure, kissing balloon technique was performed in the proximal left anterior descending artery and 1st diagonal. Post dilatation was performed in the promus stent and the patient was discharged on (B)(6) 2011. The patient was admitted to (B)(6) hospital on (B)(6) 2011 and sub acute thrombosis was noted on angiography. Treatment was thrombus aspiration. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2010 with placement of a 3.0 x 23 mm promus rx stent in the proximal left anterior descending artery with 90% stenosis. The patient was discharged to home on (B)(6) 2011. On (B)(6) 2011, in-stent thrombosis was noted on coronary angiogram and the patient underwent a revascularization procedure. Electrocardiogram findings were within normal limits. Thrombosis resolved on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).